Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the insertion of suture anchor, suture was pulled out from the anchor when tension was being applied after insertion. A backup device was available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the devices will not be returned. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time.